Event description:
Note: this report pertains to one of three speedband superview super 7 devices used during the same procedure. Refer to manufacturer 3005099803-2021-07860 for the second, and 3005099803-2021-07861 for the third. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the bands on the first device just fell off the lighting tip. A second device was used and the bands did not deploy at all inside or outside the patient. A third device was used and two bands prematurely deployed and two were able to be deployed; however, the bands slide off the varix a few seconds after placing the second band. It was reported that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: there was no difficulty experienced upon setting up the device; however, it was reported that the ligator shrink wrap was removed at the beginning of the device setup process, which is earlier than what is instructed in the device instructions for use (IFU).

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.